Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 15mm x 2.00mm nc quantum apex¿ balloon was selected to dilate the lesion. Following first dilation, an unspecified guide wire could not advance smoothly and the balloon could not advance further. It was suspected that the unspecified guide wire became stuck and the physician stop using the balloon. The procedure was completed with a 2.0x15mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. There was no damage to the catheter. The inner diameter (ID) of the wire lumen was measured at both ends. Functional testing was completed by advancing a kinetix plus .014¿ guidewire as the guidewire from the clinical event was not returned. The guidewire advanced through the wire lumen with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).